Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
As reported by the distributor, the catheter was in the patient for approximately one day. The catheter was disconnected from the pre amp cable and when reconnected to the cable/monitor, the screen froze.